Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the device history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported that following a glaucoma filtration device (gfd) procedure, the gfd was suspected to be clogged. The gfd was exchanged the day after the initial procedure. Additional info has been requested.